Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3550-39, lot# n278574, implanted: (B)(6) 2011, product type accessory; product ID 3550-29, lot# n264299, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was initially reported that the patient had coupling issues with their implantable neurostimulator (ins). It was noted that the ins was not flush against their skin and was at an angle. It was also reported that the patient felt their stimulation in the wrong location. Additional information was later received that reported that it would take 8 hours to charge their ins. The patient had surgery in (B)(6) 2011 because the ins was tilted in the device pocket. If additional information is received, a follow-up report will be sent.